Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Additional concomitant medical products: model: dvbc3d1, ICD; implanted: (B)(6) 2013.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted with no stated reason for removal or indication of a product performance issue. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.